Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance calibrating. The customer was instructed how to manually calibrate. Blood glucose level at the time of the incident was 463 mg/dl, which was due to over treating for a previous low blood glucose level. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.